Manufacturer narrative:
After investigation, the cause for the altrix blanket leaking water from a small hole could not be confirmed as the device was not able to be evaluated. H3 other text : device was not accessible for evaluation.

Event description:
It was reported that a new altrix blanket was applied to a patient and it was leaking water from a small hole. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Event description:
It was reported that a new altrix blanket was applied to a patient and it was leaking water from a small hole. The patient was not adversely affected and no clinically relevant delay in treatment was reported.